Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump has intermittently responding buttons. The patient's blood glucose at the time of incident is unknown. Additionally, the customer's pump had been alarming with no delivery while priming the tubing. The customer was advised to discontinue use of the pump due to the button issues. The insulin pump is in warranty and will be returned for analysis. A replacement device was also shipped to the customer.